Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Manufacture date of the device is not available as actual device lot number is not known. The device history record review confirmed that the device lot had no anomaly in inspection in high frequency output and appearance. Upon inspection and testing, the device probe was found to be broken. The broken piece was not returned. The material of the fracture surface of the probe is normal. The exact cause of the issue cannot be determined. However, based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. Below are scenarios by which the break of the probe can happen. Hard tissue, a metal object, or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing scratches on the probe. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. Grasping section was closed without grasping anything while the device was activating in seal and cut mode (includes after tissue resection) causing wear in the teflon pad. With this, the non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal and cut mode in state of description stated above. Therefore, scratches (contact marks) are made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. It can be inferred that the probe was contacting hard tissue, a metal object or a surgical instrument. This might have caused a scratch on the probe. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device probe fell into the patient¿s body. The broken piece was retrieved from the patient¿s body. There is no harm or adverse impact to the patient. The procedure was completed with another similar device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum (B)(6) 2022: the broken piece was removed from the patient¿s body with an endoscopic instrument. The procedure was therapeutic laparoscopic radical nephrectomy. The event occurred at the beginning of the procedure during cut. The procedure had nominal delay for changing to a new device with no clinical impact. The patient did not need additional anesthesia. The device was inspected before use with no abnormality noted. Connection points to the generator were inspected and found to be good. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) did not bundle.